Event description:
The aviator plus balloon ruptured during pre-dilation. The pt was (B)(6) female. The target lesion was left superficial femoral artery (cto) and the external iliac artery. There were moderate calcification and heavy vessel tortuosity, the rate of stenosis was 85%. Access was made contralateral. After the target lesion (sfa) was crossed with the guidewire (transit) through 6f sheath introducer, the transit was changed to a dejavu wire. The aviator plus balloon catheter was delivered to the lesion for pre-dilatation. When the balloon was inflated with an indeflator it ruptured at an unknown atmosphere (atm). The contrast to saline ratio is unk. The guidewire was changed to a sv 300 and the aviator plus was changed to savvy (435-302s & 435-400x). The 23cm long target lesion (sfa) was dilated and smart control stent was placed successfully. According to the physician, there was no friction/resistance occurred while crossing the cto target lesion (sfa). There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.